Event description:
The attorney alleges that the customer was hospitalized as a result of receiving improper amounts of insulin while using the insulin pump, and infusion sets. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.